Event description:
It was reported that the pacemaker dependent patient experienced pre-syncopal episodes and was given a 24 hour holter monitor. The monitor showed 7 second periods of asytole with no backup pulses; these appeared to be failure of output. During autocapture tests, the failure to output with asystole could be observed live. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.